Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with a boston scientific defibrillator and competitor right ventricular (rv) lead had two recent daily measurements in the device showing high right ventricular pace impedances. Noise could not be reproduced on the rate/sense channel with pocket manipulation or patient isometrics. No noise episodes were stored in the arrhythmia logbook either. No patient symptoms were reported. The patient is not pacemaker dependent. The physician has elected to monitor the lead performance.

Event description:
Boston scientific received additional information when a company field representative called boston scientific technical services (ts) to discuss the known issue with the out of range rv lead impedances since february 2017. Sensing still appears normal and shock lead impedances are fine. Pacing thresholds measurements have increased from 0.9v to 1.6v. Ts discussed there are no programming options and explained this is an old lead from the year 1999. Ts discussed the next steps are at the physician's discretion. At this time, does not appear any additional changes have been made.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include product investigation details.